Manufacturer narrative:
The reported event of design change request file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported unregulated flow events that occurred in the past and were previously reported to bd. There was no patient harm. The customer suggested the tubing loading process should be a forced function that requires the user to load the upper fitment only one way, similar to inserting the safety clamp. They feel this would reduce mis-loading the set.